Event description:
It was reported that during an unk procedure, before the surgeon used the reload, they found sheet iron of the reload was bent. The surgery was not delayed and completed successfully. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023 d4: batch # unk b3: exact event date unk, entered 1/1/2023 as only the year was provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2023. D4: batch # 644a94. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45d reload was returned with an opened package, unfired with the reload pan partially dislodged from the right proximal side. In addition, 3 double drivers missing, making the reload non-functional. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.  A manufacturing record evaluation was performed for the finished device batch number 644a94, and no non-conformances were identified.